Event description:
The svc report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed on injured, as a result of the event. The evaluation of the vent has not been completed.